Manufacturer narrative:
Invacare was made aware of an event that occurred in france with an aquatec ocean ergo shower chair (serial number and manufacturing date: not known yet). This medwatch is being filed in an abundance of caution due to the aquatec ocean ergo shower chair being sold in the us and would likely have the same outcome if this event were to occur. The information we have at the time of this report is very limited. It is unknown if any or what product malfunction occurred. Attempts were made to obtain more information concerning the medical treatment received, details about the event, pictures and the availability of the product without success. Should any further information be received a follow up will be filed.

Event description:
The end user fell while attempting to hold on as the chair began rolling backwards and capsized. The incident resulted in the end user sustaining two broken legs.